Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed five minutes into treatment. The pt care tech (pct) reset the alarm and then clamped both blood lines. Pct saw blood going through the dialysate line and out into the drain. Saline 150cc's was administered to the pt. Machine was pulled and checked by biomed tech and confirmed no failure with the machine. Estimated blood loss was 250-300cc's. Pt had no adverse effects and required no medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.